Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device.needle was improperly loaded in device. Needle could not be unloaded from device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of an improperly loaded needle may occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances the needle becomes lodged in between the jaw and the slot of the blade of the suturing device making it impossible to unload. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become ava ilable, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy procedure, the device¿s magnet did not hold he needle in the jaws. There was no injury caused to the patient and no medical intervention was required.